Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8149642 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Tap. It was reported that 206 days after implantation of a 2.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 1st diagonal artery (d1). A pre-intervention stenosis of 95% was reported. The lesion was pre-dilated with a 1.5x15mm maverick balloon. A 2.5x16mm taxus stent deployed at 20 atm in the region of the lesion. The stent was post-dilated with a 3.0x15mm maverick balloon. A post-intervention residual stenosis of 0% was reported. The procedure was noted to be "successful." Complications were reported as "non." The patient presented 206 days after the initial procedure with chest pain and in-stent restenosis (percentage not reported) in the lad. The lesion was predilated with a 2.5x15mm voyager balloon. Angioplasty was performed with a 3.5x15mm cutting balloon. The lesion was then post-dilated with a 3.5x15mm maverick balloon. A post-intervention residual stenosis was not reported. The patient received angiomax and integrilin during the procedure.